Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and hyperglycemia. The sensor was inserted at the abdomen on (B)(6) 2017. Patient alleges that the cgm inaccuracy caused patient to treat a false hypoglycemic event. Patient self-treated with three (3) glucose tablets, causing patient's blood glucose (bg) to go high. Patient's bg levels did come back down. Patient reported the cgm's bg value was 3.4 mmol/l, while bg meter value was 5.2 mmol/l. At the time of contact, patient is fine. No additional patient or event information was provided. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.